Manufacturer narrative:
The following products were used in the surgery: (product ID: 8676545, qty: (B)(4)); (product ID: 8676550, qty: (B)(4)); (product ID: 8670855, qty: (B)(4)) and (product ID: 8672040, qty: (B)(4)). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4).

Event description:
It was reported that on (B)(6) 2003 the patient underwent l5-s1 pedicle screw fixation using the percutaneous pedicle screw fixation system. Intraoperative fluoroscopic supervision and interpretation. Preoperative diagnosis: grade 2 l5-s1 spondylolisthesis. L5-s1 degenerative disc disease. Left knee pain/lumbago. Lumbar radiculopathy. Per-op notes: "the same procedure was followed at the s1 pedicle on the left. The pedicle screw extenders were then locked into position in the usual manner, and the arc attached. A separate stab wound superiorly was used to curve the arc towards the pedicle head of l5. The rod sizer was then used to determine that a 40mm rod was the right size. This was secured to the arc and passed through the heads of the pedicle using the system." On (B)(6) 2003 the patient underwent: l5-s1 anterior lumbar discectomy, distraction, decompression of the l5-s1 neural foramina, reduction of spondylolisthesis, interbody fusion l5-s1, application of interbody fusion cage/bone morphogenic protein. Preoperative diagnosis: l5-s1 spondylolisthesis, l5-s1 degenerative disc disease, low back pain/lumbago, lumbar radiculopathy. Per-op notes: "at this point the disc space open and by distracting anteriorly, significant reduction of the spondylolisthesis was accomplished. With the drill tube in place the disc space was drilled in the usual manner under fluoroscopic guidance. The 18x23mm lt cages packed with bone morphogenic protein were then advanced down the fluoroscopic guidance. Ap, and lateral fluoroscopic images and visual inspection showed satisfactory positioning. After removing the drill tube and checking the cages laterally." On (B)(6) 2003 the patient was presented for office visit with some postoperative left buttock pain. He reported trouble sleeping and wanted to try something non-narcotic or habituating for sleep. The patient underwent x-rays of the lumbar spine. Finding: ap and lateral views of the lower back demonstrated grossly stable appearing bilateral screw and rod assemblies and metallic cages at the l5-s1 level with anterolisthesis at the same level. On (B)(6) 2003 the patient underwent CT scan of the lumbar spine. Impression: l5 spondylolysis status post 360 degree fusion with post-operative changes, but no clear cut focal disc protrusion. L3-4 mild circumferential annular bulging without focal disc protrusion. On (B)(6) 2003 the patient was presented for office visit with come burning pain in the left foot region. Assessments: suspect nerve root inflammation secondary to reduction. On (B)(6) 2003 the patient underwent x-rays of the lumbar spine. Impression: post-op changes. First degree l5-s1 spondylolisthesis. On (B)(6) 2004 the patient was presented for office visit with some occasional residual low back pain, but his legs feels fine and he is pleased with the outcome of the surgery. Assessments: given the weakness of the right triceps, had to rule out a right c7 radiculopathy. On (B)(6) 2004 the patient underwent MRI of the cervical spine due to neck pain with right arm weakness. Conclusion: broad-based left sided disc protrusion at c3-4. This is a abutting the cord displacement and slight effacement. Small disc bulging at c4-5, c5-6 and c6-7. All of these indent the thecal sac without cord abutment. The c5-6 and c6-7 bulges are asymmetric and lateralize slightly more to the right. On (B)(6) 2005 the patient was presented for office visit with constant pain ion the right upper buttock region laterally, almost in the posterior auxiliary line. On exam, the patient was able to bend forward to touch his fingers to his toes and he could extend and laterally flex. On (B)(6) 2005 the patient underwent x -rays of the lumbar spine. Impressions: l5-s1 fusion. No complication evident. Minimal grade 1 anterolisthesis l5 on s1. On (B)(6) 2005 the patient was presented for office visit with status post two and half years of l5-s1 fusion. He reported tight tender area in the lower buttock region bilaterally. On (B)(6) 2006 the patient was presented for office visit with increasing pain in the right low back area, between the junction of the superomedial iliac crest and the lumbar spine. On (B)(6) 2006 the patient was presented for office visit with chronic recurrent pain over the right inferior pedicle screw lead. Assessments: three year status post l5-s1 fusion with chronic recurrent tenderness over the screw head. On (B)(6) 2006 the patient underwent CT scan of the lumbar spine. Impressions: l5-s1 solid 360 degree fusion for an l5 spondylolysis. Minimal degenerative annular disc bulging at l2-3, l3-4 and l4-5 without evidence of focal disc protrusion, central canal stenosis or significant neural foraminal narrowing. On (B)(6) 2006 the patient was presented for office visit with CT scan of the lumbar spine. Assessments: satisfactory fusion at l5-s1. Given that the fusion is solid, the pedicle screw fixation has become superfluous. The screws appear to be contributing to localized pain, based on the location of the pain, localized tenderness, and temporary relief with local injections. On (B)(6) 2006 the patient underwent removal of bilateral l5 and s1 pedicle screws and intervening rods, packing of pedicle screw holes with cortical cancellous bone. Preoperative diagnosis: status post l5-s1 fusion for treatment of l5-s1 spondylolisthesis. Successful l5-s1 fusion. Painful pedicle screws, complication of implanted orthopedic devices. Per-op notes: "the screw heads were identified and the set screws were removed. The rod was removed and then the pedicle screws. The pedicle screws holes were then repacked with cortical cancellous bone slivers, reconstituted in sterile saline. All four pedicle screws and the two rods were removed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.